Event description:
It was reported that a metal end of the wand dislodged in the patient's right hip joint. It was unable to remove metal. 5 minutes delay and a back up was available to complete the procedure.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with discoloration/contamination and scuff/scratch marks on the spacer and cap. The screen is detached and not returned with the device. There are no manufacturing abnormalities visually observed with the returned wand. Wand. During functional evaluation the wand was connected to a compatible quantum 2 controller and was activated by foot pedal device in saline solution at the default and max settings. The device produced plasma on only one(1) spot of the electrodes at ablate/coag, min/max settings; the complaint was verified but the root cause could not be determined with certainty. Factors of the cause are: (1) reuse of the device (2) overloading and not adhering to the desired set-point (3) vacuum range for saline not in range (4)rate of ablation (5) power settings (6) prolonged use against dense or bony surfaces (7) suction rate and fluid management. There were no indications that would suggest that the device did not meet product specification upon release into. There were no indications that would suggest that the device did not meet product specification upon release into distribution.